Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was able to power on and off by pressing the on/off button. The device's lid switch, designator sw5, was determined to be the cause of the reported issue. Stryker archived the returned device, and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device failed to power on when the lid is open. In this state, a lay user may not know to power on the device manually to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported during the event.

Event description:
The customer contacted stryker to report that their device failed to power on when the lid is open. In this state, a lay user may not know to power on the device manually to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.